Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Synthes lot# 5471386 supplier lot# 14780-01. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). It was reported that while using a synthes reamer irrigator aspirator (ria) for a intramedullary (im) nailing procedure of the right tibia; the inner drive shaft connector tooth broke off. The surgical field was searched and some fragments were found. The bone graft material was x-rayed with a sliver (fragment) of metal was found and removed. The procedure was successfully completed with no reported patient harm. It is unknown if there were any surgical delay due to the intraoperative events. There were no clinical finding reports and there is no additional information available. The device will be returned for investigation. Concomitant medical products: reamer head (part # unknown, lot # unknown, quantity 1), ria tube assembly (part # unknown, lot # unknown, quantity 1), reamer head for ria (part # unknown, lot # unknown, quantity 1), lock clip, for ria, sterile (part # unknown, lot # unknown, quantity 1), large quick coupling or jacobs chuck with key (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one ria drive shaft, 520mm (part # 314.743, lot # 5471386) was reported to have broken during use. The device was not returned and this investigation is based off the reported facts. Similar failures are the result of an overload of forces to the distal end of the drive shaft, resulting in stresses beyond the failure limit of the devices. This complaint is likely due to the same mechanical overload situation. The root cause could not be definitively determined as the circumstances at the time of the breaks are unknown. A complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No new, unique, or different patient harms were identified as a result of this investigation. The calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended.this complaint condition is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Awareness date is 08/10/2016. Per the hospital facility, they will be unable to return the device for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.